Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 03oct2018. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. A new circuit was attached; however, the issue persisted. The fse replaced the flow sensor assembly and the issue was resolved. The system passed performance verification testing and was returned to service.

Event description:
It was reported that the unit logged an error 1203 (low leak co2 rebreathing risk). There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 17dec2018. Date of manufacturer: 15dec2018. The customer's complaint was caused by an out of spec air flow sensor u1 (lot code: 1510n) as evidenced in the evaluation of returned parts. Replacement of the u1 corrected this failure.